Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead exhibited high threshold and had stopped using this lead as it was thought to be a steroid at the tip issue. No further information provided. No additional adverse patient effects were reported.